Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 46 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include pain and neuropathy. The patient ate lunch then was given an insulin shot. The patient was prescribed gabapentin (110 milligram capsules, 3 times a day 3 months supply) and given tylenol and motrin. The patient was released the same day. The pod was worn when seeking medical attention but was removed.